Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned device found the threaded tip stripped and cross-threaded. Device had signs of usage on its overall surface, and no other anomaly was identified. Potential cause can be traced to unintended use error by assembling the device in a misaligned position, impacting the device before it was fully seated/threaded; or by applying excessive force during trialing. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. As per emphasys¿ acetabular solutions ¿ surgical technique, the following precautions need to be followed when using the straight impactor with its mating components: 1) to attach the trial shell, align the threaded hole in the trial shell with the threaded tip of the impactor and securely thread the trial shell onto the impactor, then tighten the thread sufficiently to prevent unintentional loosening during impaction; 2) when attaching the shell, align the threaded hole in the implant with the threaded tip of the impactor and securely thread the implant onto the impactor; and 3) to insert the liner, thread the liner impactor tip assembly onto the straight handle, then position the liner impactor tip into the implant liner, and impact the liner directly into the shell with multiple medium blows. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the emsys ace imp straight would have contributed to a device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the instrument threads were damaged.